Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported the patient's stimulation was turning off by itself and the issue began probably the last 3 or 4 weeks ago. Caller stated the charger just turned off the stimulator for some reason. Caller noted the issue usually happened during the night and when they set the patient up to charge in the morning the implant was at 100%. Caller noted they would turn the stimulation back on but it was doing it on its own for no reason. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was seen and re-educated with wife. No issues with device was noticed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient continued to have the situations when they started a charging session and then checked the therapy status and therapy was off unexpectedly. The caller indicated that the patient does not press the white button on the remote when trying to start a programmer session. The caller reviewed information from a report, the report showed that there were 5 instances in the previous 30 days when the ins depleted and therapy turned off. Reviewed information about checking the status of the ins and keeping the ins charged to prevent therapy from turning off. The caller will follow-up with the patient.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the cause of the therapy turning off because the patient (pt)'s device was depleting before they initiated a charging session, causing them to have to manually turn on the device each time. Rep instructed pt to charge more frequently and to check their device battery level more often. The information was been confirmed with the physician and the issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.